Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation: the report field event s of inability to interrogate the device and software error were confirmed in the laboratory and were due to a backup operation and flipped bits in the product code. The device was reprogrammed and tested on the bench and was found to be operating at eri battery voltage. The cause of the eri was normal battery depletion. No other anomalies were found. The cause of the backup operation and product code corruption could not be determined.

Event description:
It was reported that the device exhibited loss of capture and a software error that prevented the device from being interrogated. The device was explanted and replaced.